Event description:
It was reported that when the patient presented in clinic for a device check, crosstalk oversensing leading to pacing inhibition was observed. It was noted that the device reprogramming would not resolve the oversensing issue as the amplitude was significantly larger than the p-wave. No further information is available at this time.

Event description:
New information received notes that when an asymptomatic patient presented through merlin.net, non-sustained rv oversensing episodes due to far field p-waves were observed. The programming changes were recommended.